Event description:
Customer reported blood glucose results of 10 mg/dl and 102 mg/dl within 10 minutes on the aviva system. Also reported a separate incident of 54 mg/dl and 90 mg/dl within 10 minutes on the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return for the system, replacement was sent.